Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported poor image resolution was due to the patient anatomy. A cause for the reported slda could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. Imaging was difficult due to the anatomy. The anterior leaflet was prolapsed. The clip was placed in a1/p1 without issue. After clip deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the slda and a third clip was implanted to further reduce mr. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.